Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. The circuit board of the device was broken by some cause. The led panel unit of the device was broken by some cause. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
During a gastroscopy with the device, an endoscopic image was not displayed on the monitor. The user replaced the device to another device to complete the procedure. There was no report of patient injury associated with the event.